Event description:
Patient reported the aligners have caused gum recession, bleeding, loose teeth and has worsened their smile. A dental professional has advised them to stop treatment immediately due to the harm caused.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.